Event description:
The end user reported while unloading a patient from the ambulance the stretcher began to "jump" while lowering the position of the stretcher. The transport was able to be completed and no injuries were sustained by the patient; however, a medic did allege a "hurt shoulder" and was examined in the emergency room and was later released back to work. An authorized field technician will be dispatched to conduct an evaluation of the subject stretcher.

Event description:
The end user reported while unloading a patient from the ambulance the stretcher began to "jump" while lowering the position of the stretcher. The transport was able to be completed and no injuries were sustained by the patient; however, a medic did allege a "hurt shoulder" and was examined in the emergency room and was later released back to work. An authorized field technician will be dispatched to conduct an evaluation of the subject stretcher.

Manufacturer narrative:
An authorized field technician was dispateched to conduct a visual and functional evaluation of the stretcher at the customer's location. The reported issue was confirmed. The technician purged the stretcher's actuator and the stretcher began operating as intended and was returned to service. No additional details were provided regarding the alleged medic injury.